Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon was firing the device on the on the cystic artery. On the fourteenth clip two clips deployed onto the cystic artery. After firing the clips the device would not open. The surgeon giggled the device and the device opened with no damage to the tissue. Another device was used and open more clip was placed surgeon preference.